Event description:
It was reported that the device had a power on reset. The reset was cleared and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two pors (power on resets) for critical ram parity error, addr=11de, data=10 on (B)(6) 2007 and addr=1ecb, data=01 on (B)(6) 2012. One patient alert for device circuit error on (B)(6) 2012.